Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking sensation wasn't determined. The rep reported that an x-ray was taken of the leads and there was no migration. An impedance check was fine. The rep reported that tech services was contacted and no solutions were offered. The rep reported that the patient reported 3 shocks and hadn't experienced one in 2 weeks. The rep reported that the plan was to hope it was random and it didn't happen again. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (b)(6.2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that over the last 3 months, the patient had been experiencing a shocking sensation intermittently that brings him to his knees before resolving on its own, it lasts 3-45 seconds and not related to position. The rep reported that it happened 2 times while sitting and once while standing. The rep reported that impedances were normal on the day of the report and connectivity was fine. The rep reported that the shock was felt at the lead site. Adaptive stimulation was not active. The rep noted that x-rays showed no lead movement. The rep reported that it happened once since the last reprogramming, but he didn't know what was changed at that visit. No further complications were reported.